Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes were observed due to noise on the right atrial (ra) lead. The physician elected to monitor the ra lead. The patient was in stable condition.